Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Rv impedance measurements were previously stable in the 800 ohms range. Device data indicates there is 0% rv pacing. Technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported.